Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Additional information has been requested. (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis has resolved.

Event description:
An optometrist report diffuse lamellar keratitis in a patient's right eye one day post lasik. Patient reported light sensitivity in right eye. Topical steroid dosage was increased. Additional information has been requested.